Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a closurefast catheter with an rfg3 during treatment of the patient's right great saphenous (gsv). IFU was followed. Proper temperature was reached. No parameters of the rfg3 were changed. The vein is reported to have closed. 8 days post procedure during follow-up, ehit was identified 11.5mm from the saphenous femoral junction (sfj). The patient was prescribed plavix 75mg daily. No further injury reported.